Manufacturer narrative:
The device was returned to olympus for inspection. As noted in section b5, the light guide (lg-bundle) of the video cable section found broken and caused the light transmission to be too low. The root cause of the reported failure could not be conclusively identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken light guide bundle of the video cable section. There was no patient involvement.